Event description:
It was reported by the customer that "clinician inserted powerglide and when she went to pull the device out after inserting the catheter, the needle remained in the patient's arm. Essentially the device came apart. No other information was provided."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the needle detached from the deployment device was confirmed and is likely related to the manufacturing process. A single photograph of a damaged 18g powerglide pro deployment device was returned for evaluation of this complaint. The catheter had been deployed off of the needle and a small amount of usage residue was present on the device, indicating that the device had likely been clinically used. The needle cannula had completely separated from the deployment device housing. The proximal end of the needle appeared to have become detached from the needle hub allowing the needle to separate from within the housing. No breaks or jagged ends were noted on the needle cannula indicating that the cannula had likely dislodged rather than broke. No bends were apparent in the needle cannula to indicate a difficult placement or excess manipulation of the device. The photograph was taken of the opaque side of the deployment device; therefore, a view of the needle hub was not available. Possible contributing factors could include a weak adhesive bond, an improper cure of the adhesive, or dimensional incompatibility between the needle cannula and needle hub. This event was likely related to the device manufacturing. Bd is working closely with manufacturing to help prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of regw2635 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that "clinician inserted powerglide and when she went to pull the device out after inserting the catheter, the needle remained in the patient's arm. Essentially the device came apart. No other information was provided."